Event description:
Surgeon is reporting a fracture of a knee-tep´s femoral condyle. Doi: unknown. Dor: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the photo investigation confirmed the reported allegation. The device presents a fracture on the medial condyle. Additionally cement and some interdigitation on the inner concave surface of the device can be observed, suggesting some level of fixation. The broken part was returned. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: lot# 3370092 1) quantity manufactured: 10 2) date of manufacture: 10-oct-2011 3) any anomalies or deviations identified in DHR: there was no non-conformances associated with this lot 4) expiry date: october-2016 5) IFU reference: IFU: 090200252 device history batch : null device history review: lot# 3370092 1) quantity manufactured: 10 2) date of manufacture: 10-oct-2011 3) any anomalies or deviations identified in DHR: there was no non-conformances associated with this lot 4) expiry date: october-2016 5) IFU reference: IFU: 090200252

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.